Event description:
On (B)(6) 2012, the following information was provided: during an esophageal dilatation, a cook hercules 3 stage wireguided balloon was used. When the balloon exited the gastroscope, it was bent. No section of the device detached inside the patient. Another balloon was used to finished the procedure. At this time, the information did not reasonably suggest that a reportable event had occurred. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon receipt of the product for evaluation on (B)(6) 2012, it was determined that the balloon catheter exhibits a crack. Cracking of the hercules 3 stage wireguided balloon catheter during use has been established as a reportable event.

Manufacturer narrative:
Investigation evaluation: during a visual examination, we confirmed the catheter has broken approximately 126 cm from the tip of the balloon. The catheter does not exhibit any stretched areas. There were 2 kinks in the catheter located at 128 cm and 129 cm from the tip of the balloon. The damaged area is preventing inflation of the balloon. No other observations were noted. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use specifics to "maintain balloon deflation with negative pressure and introduce into endoscope channel, advancing in short increments until balloon is completely visualized endoscopically". Damage to the catheter can occur if the device experience excessive pressure, perhaps during advancement into the endoscope accessory channel. Prior to distribution, all hercules 3 stage wireguided esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.